Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient states they had sharp, electric shocking pain with their previous device and had mentioned this to their doctor several times. The patient reported they had shocking cramping feeling in the vagina with the old device and had accidents. It had never worked for them. The doctor said they would have great sex, but patient hadn't had sex in about 5 years, and they are married. It was noted the device was replaced approximately 8 years after implant ¿ reason for replacement was not given. No further complications were reported or are anticipated.